Manufacturer narrative:
E1, initial reporter address 1, (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and calcified vessel. Following pre-dilation with 2.50 and 3.00 mm balloons, a 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was introduced for treatment. During the initial inflation at 5 atm for 2 seconds, the balloon ruptured. The device was removed from patient without complication. The procedure was successfully completed with an alternative device. There was no patient complication, and the patient was in good condition after the procedure.